Manufacturer narrative:
The initial g4 date was reported as 02/24/2020 however the correct g4 date in the initial report for MFR report number 1713747-2020-00064 is 02/25/2020.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that the hemodialysis (hd) machine was noisy in heat disinfect and a blood leak was discovered from the dialyzer near the red hansen connection. The machine was tested by a fresenius regional equipment specialist and it was confirmed that there was no issue with the hd machine, as all testing passed. Follow-up with the clinic nurse lead revealed that the blood leak occurred during the onset of the patient's hd treatment. The leak was visually observed. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. It was unknown if blood leak test strips were used. The patient¿s estimated blood loss (ebl) was approximately 175 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation because it was discarded. Additional information was requested, but reported to be unknown.